Manufacturer narrative:
(B)(4). Corrected section: h6- changed device code to" electrical issue", h8- corrected to "initial use." A lot history record review was completed for lots 25151795, 25151224, and 25151238 the last 3 lots shipped to the account prior to the event date. There were no ncmrs, rework, or deviations documented for the lot numbers. Based on the lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported during endoscopic vein harvesting procedures using vasoview hemopro 2. They received reports of overheating with hemopro2 kits requiring them to open a second kit each time. They were unable to provide specific cases or dates of these events. Reached out to harvesters who were aware of the deactivation mechanism. An in-service on (B)(6) 2020 was held specifically for this. They did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw # (B)(4).

Event description:
The hospital reported during endoscopic vein harvesting procedures using vasoview hemopro 2. They received reports of overheating with hemopro2 kits requiring them to open a second kit each time. They were unable to provide specific cases or dates of these events. Reached out to harvesters who were aware of the deactivation mechanism. An in-service on july 20, 2020 was held specifically for this. They did not report any patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during endoscopic vein harvesting procedures using vasoview hemopro 2. They received reports of overheating with hemopro2 kits requiring them to open a second kit each time. They were unable to provide specific cases or dates of these events. Reached out to harvesters who were aware of the deactivation mechanism. An in-service on july 20, 2020 was held specifically for this. They did not report any patient effects.